Manufacturer narrative:
This follow-up medwatch 3500a report has been created to address a correction for the medwatch 3500a report (3006560326-2017-00009) submitted to the FDA on 10-aug-2018. In section b.2, the outcome attributed to the adverse event is only "other serious (important medical events)". A death or life-threatening event did not occur. No additional information has been received regarding this event and no additional investigation or corrective actions are warranted for this complaint.

Manufacturer narrative:
The practice did not provide serial or lot number of the device used for this treatment, therefore the device UDI number is unavailable. If additional information should become available, a supplemental medwatch report will be submitted. This report is being submitted retrospectively per FDA request.

Event description:
On (B)(6) 2017 a merz field representative reported a complaint via email that a patient, who received treatment on (B)(6) 2016 with cellfina lot number unknown, is experiencing long term post inflammatory hyperpigmentation one year after initial treatment. At the time of treatment the patient was reported to be taking ambien and keflex. The patient's initial treatment was reported to consist of 6 teardrop orientation with local tumescent bag mix (50 ml of 2% lidocaine, 1ml epi and 15 ml sodium bicarb). Post treatment formula 13-hydroquinone was provided. Treating physician documented that patient tolerated treatment well, however it was reported that the patient has a history of abnormal scarring.